Event description:
Bruises [ injection site bruising], off label use in other area [off label use of device]. This report from the united states was reported by a healthcare professional via company representative on 16-jun-2025 and concerns an unspecified number of patients of unknown age and gender who experienced bumps and bruises coincident with evolysse smooth. On an unknown date, the injector administered smooth for an unknown indication, and the patients' experienced bumps and bruising. The healthcare professional stated that she had never encountered lumps and large bruising with other fillers before. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the bumps and bruises was unknown. Company comment: investigation in progress. Database reference number: (B)(4).